Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced erosion, infection, pain and incontinence. No other info is available.